Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the pcb 050 was found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the core console with integral irrigation started smoking and a component at burst. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the core console with integral irrigation started smoking and a component at burst. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.